Event description:
Product surveillance contacted the home patient (hp) to gather additional information. The hp stated he thinks that the bag was placed too close to the edge of the table and fell off. The hp stated that there were no defects or abnormalities to the supplies. The hp stated that he did not mention this to the nurse, but that this was an isolated incident. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and there was no information about the lot number, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 6. The home patient (hp) reported that a bag fell and became disconnected. The technical service representative (tsr) explained the alarm, assisted to clear the alarm, advised to discard the supplies and start over with new or finish with manuals. No patient injury or medical intervention was indicated at the time of the initial report. During a follow-up with the nurse regarding the alarm, the nurse stated that the hp did contact her regarding this issue and everything was fine. Per the nurse, the hp did not have any adverse events and had been continuing therapy fine.